Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent power source alerts after plugging the pump into a wall outlet. Additionally, the battery gauge was fluctuating and the pump shut down as a result. Customer¿s blood glucose value was between 111-126 mg/dl. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different wall adapter and cable.